Event description:
It was reported by svc report that the head left siderail could not be locked in any position due to a broken timing link. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken head left timing link.